Manufacturer narrative:
Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Manufacturer narrative:
(B)(4). RMA 10155530 was assigned for the product return and the customer owned endoscope has not been received by pentax medical for evaluation as of 20-dec-2021. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 06-dec-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 18-jan-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 19-jan-2010. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. Customer indicated that the suction channel was blocked involving pentax medical colonoscope model eg-2990i, serial number (B)(4). The issue was observed in the operating room prior to use. There was no patient involvement and no report of injury associated with the observation.